Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the controller showed the cannot reach desired settings message. The rep checked impedances and electrodes 0 and 5 were > 40,000. All other electrodes were with in range, but it did say on the caution box there was possible shorts on 0,1,3,4,5, and 6 even though they had the green check mark. The rep reprogrammed around electrodes 0 and 5 and the issue was resolved. The rep said there were no known external factors that may have led to the issue. No further complications were reported.